Manufacturer narrative:
This device has been explanted, returned to boston scientific, and product analysis is pending. This report will be updated with pertinent information upon completion of analysis. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4/is-4 lead into the header of this device resulting in the device allegations. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise which likely led to pacing inhibition and pacemaker mediated tachycardia (pmt). Technical services (ts) discussed that the noise looked diaphragmatic, almost sinusoidal at times, and respiratory-related. Also noted was rare undersensing, and a connection issue with the under inserted right atrial (ra) lead. Ts suggested troubleshooting and programming options. The physician will continue to monitor the patient. No adverse patient effects reported. The device remains in service. This device has been explanted, returned to boston scientific, and product analysis is pending. This report will be updated with pertinent information upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise which likely led to pacing inhibition and pacemaker mediated tachycardia (pmt). Technical services (ts) discussed that the noise looked diaphragmatic, almost sinusoidal at times, and respiratory-related. Also noted was rare undersensing, and a connection issue with the under inserted right atrial (ra) lead. Ts suggested troubleshooting and programming options. The physician will continue to monitor the patient. No adverse patient effects reported. The device remains in service. Criteria was met for trend tr14007 - ng3 insertion difficulty/under-insertion of df-4/is-4 leads. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4/is-4 lead into the header of this device resulting in the device allegations. Please refer to the description for more information regarding the specific circumstances of this event. This device has been explanted, returned to boston scientific, and product analysis is pending. This report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4/is-4 lead into the header of this device resulting in the device allegations. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise which likely led to pacing inhibition and pacemaker mediated tachycardia (pmt). Technical services (ts) discussed that the noise looked diaphragmatic, almost sinusoidal at times, and respiratory-related. Also noted was rare undersensing, and a connection issue with the under inserted right atrial (ra) lead. Ts suggested troubleshooting and programming options. The physician will continue to monitor the patient. No adverse patient effects reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise which likely led to pacing inhibition and pacemaker mediated tachycardia (pmt). Technical services (ts) discussed that the noise looked diaphragmatic, almost sinusoidal at times, and respiratory-related. Also noted was rare undersensing, and a connection issue with the under inserted right atrial (ra) lead. Ts suggested troubleshooting and programming options. The physician will continue to monitor the patient. No adverse patient effects reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4/is-4 lead into the header of this device resulting in the device allegations. Please refer to the description for more information regarding the specific circumstances of this event.